Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Reporter indicated the customer obtained an adc freestyle libre sensor scan result of 6 mmol/l and experienced symptoms described as "not feeling well", diarrhea, and vomiting with "something like blood". It was further reported the customer self-treated with insulin via insulin pump and was admitted to the hospital for "blood ketone disease". At the hospital, a reading of 19 mmol/l was obtained on the hospital device and customer was treated with "traditional chinese medicine and (B)(6) ". At the time of the report, customer was currently in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Reporter indicated the customer obtained an adc freestyle libre sensor scan result of 6 mmol/l and experienced symptoms described as "not feeling well", diarrhea, and vomiting with "something like blood". It was further reported the customer self-treated with insulin via insulin pump and was admitted to the hospital for "blood ketone disease". At the hospital, a reading of 19 mmol/l was obtained on the hospital device and customer was treated with "traditional chinese medicine and liu fu lang". At the time of the report, customer was currently in the hospital. There was no report of death or permanent injury associated with this event.